Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure, the pt presented with severe chest pain. EKG and cardiac catheterization revealed an acute myocardial infarction (ami). A taxus express2 paclitaxel-eluting coronary stent 2.50x12mm was implanted in the left anterior descending (lad) artery. The pt was instructed to and did take plavix for at least eleven months post-procedure. Approximately nineteen months post-procedure, the pt suffered an ami reportedly due to in-stent thrombosis of the lad at the previously placed taxus stent. The pt underwent percutaneous coronary angioplasty and further stenting to treat the event. No further pt complications were reported as a result of this event.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.